Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 7.0mm x 60mm x 75cm athletis balloon catheter was advanced for dilation. The balloon ruptured upon first inflation at 8 atmospheres for 1 second. The device was pulled back smoothly, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 7.0mm x 60mm x 75cm athletis balloon catheter was advanced for dilation. The balloon ruptured upon first inflation at 8 atmospheres for 1 second. The device was pulled back smoothly, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: an athletis balloon catheter was received for analysis. Leak test identified a shaft leak 170mm proximal from the distal tip. The shaft was noted to be damaged, where the shaft leak was located. The shaft was noted to be stretched /damaged 290mm proximal from the distal tip. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and the balloon was unable to be fully inflated due to the shaft leak. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.